Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 8 years (please note that the exact date of event/explant is unknown). Through follow-up with the health-care provider, it was learned that the valve was explanted due to mitral stenosis and regurgitation with pannus/host tissue growth. The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Pannus/host tissue growth. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis; therefore, the reported event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be conclusively determined, the stenosis and regurgitation was likely due to the pannus/host tissue growth indicated. Pannus/host tissue growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Based on the discharge summary provided by the health-care provider on (B)(4) 2012, findings did reveal that the patient had severe mitral stenosis and mitral regurgitation with calcification of the commissures and leaflets. The patient tolerated the procedure well. The patient was transferred to the ICU in stable condition. On postoperative day 2, bronchoscopy and lavage and clearance of secretions were performed. Eventually the patient was extubated on postoperative day 3 and did well. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be investigated, it is likely that the mitral stenosis was due to the calcification of the commissures and leaflets noted in the discharge summary. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information. Corrected data: explanted date, approximate age of device.